Manufacturer narrative:
No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's disease and movement disorders. It was reported that the patient's first device was replaced due to failure. The patient did not have the same day to day issues with the device though, that they are having with the second one. Additional information was received from a patient reporting that her previous ins only lasted 2.5 years and she expected it to last 5 years.